Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient underwent a control endoscopy on (B)(6) 2026 due to abdominal pain. Upon observing an ulcer in the jejunum, the pegj was removed.